Event description:
The customer reported via phone call that none of the insulin pump's buttons were responding. The customer did not recall any significant events leading up to this issue. Blood glucose level at the time of the incident was 113 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No frozen screens noted during testing. The following cosmetic damage was noted on the device: cracked case at the display window corners, cracked reservoir tube lip, cracked belt clip slot, cracked battery tube threads, minor scratches on the display window, and stained end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.